Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their entire unit was being replaced on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the leads heating up and the device turning off was changing from standing to sitting or lying down. The patient reported that the unit was checked and had compromised wire ¿ shorts out and the unit was to be replaced. The patient reported that the issues were resolved but would be when the unit was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s entire system was being replaced due to the leads being compromised. The manufacturer representative had checked the patient¿s system and ¿did all of this stuff¿ and the patient reported that ¿basically what was happening¿ is that she ¿developed a fluid leak around the lines and it is positional.¿ the fluid gets in and it is shorting out. It is not overheating, but it feels hot, and it is actually shorting out and shutting off. It is now both wires and is kind of progressively worsening, so every time that she moves, the fluid gets in there and it feels like it is heating up. It is almost like a jolt, like it¿s shorting out. This was happening where the leads hook into the battery/unit in her lower back, and it gives like a jolt and feels very hot. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there has been no change in programming, but it over heats frequently when the patient is sitting or lying down. The patient has met with a manufacturing representative (rep) he checked it and took off adaptive stimulation (as) program however it is still overheating. The issue has not been resolved and the patient believes it¿s the extension for c2 has been over heating and should be replaced. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a patient on 2017-aug-24. The patient had 4 episodes of a burning sensation during use along their leads and down their battery. The cervical unit was covering from c3 to c4 per the patient. The unit was reported to be very effective in treating their right side arm and right chest wall for post mastectomy pain. During the episodes there was also stiffness and each event lasted 3-5 hours. They turned the unit off after the episode started to resolve it. Once it woke them up from sleeping. The unit worked fine again after the burning went away. The patient also indicated that when they hold their arms up while driving they get a jolting sensation. The rep examined the programming which showed that the adaptive stimulation (as) was on so the rep turned it off. The as was on in a cervical patient which was not indicated so the rep turned it off with the patient¿s permission. The rep also ran an impedance check which were all within normal values. The rep helped the patient with best practices for recharging the device. After reprogramming and education the patient agreed to evaluate to see if those symptoms resolved. The patient also requested information on how to add an additional unit to cover their new left side pain so the rep referred the patient to a healthcare professional (hcp). The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was having heating/burning. The patient stated that the ins created a numbness from temple to heel at the first episode affecting the right implant side. The patient stated that the patient has woken up in the middle of the night from a sound sleep with overheating/burning. The patient stated that it happened 4x on saturday, 5x on sunday and 4x on monday. Turning the device off resolves the issue. The heating is along the entire path of the lead path and ins. The caller reported they taught the patient to charge more efficiently, and noted the patient pinches their love-handles prior to, or during recharging. The patient believes the ins has shifted. The patient thinks the pinching has weakened the connections. The patient reported they have perfect coverage, except for the intermittent episodes which started in (B)(6). The patient reported interference with microchips in vehicle. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system, other applicable component are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and cervical radiculopathy. It was reported that the patient though their lead was over heating. They felt heat all the way down to the implant in their back. It had been happened for several weeks and was getting worse. The patient also mentioned that the device will shut itself off. When stimulation was off the heating would stop and the patient stated a cat scan was done and showed the leads to be in place. The patient also stated that the back of their head hurt and her head was numb. The patient was redirected to follow up with their primary health care provider. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 product type lead product ID 3776-75 lot# serial# (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 product type lead product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had the device replaced in 2017 because of a lead wire. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 product type lead product ID 3776-75 lot# serial# (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 product type lead product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the old leads were explanted and given to a manufacturer¿s representative (rep). No further complications were reported.